Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient suffers from pain, discomfort, tenderness, fluid accumulation, elevated ion levels of cobalt and chromium and a popping sensation in the implanted hip. Update - plaintiff's preliminary disclosure form was received, which identified (part/lot) and dor information. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - the sales rep has also reported the revision surgery. Patient was revised due to elevated ion levels. Update (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to brownish fluid within the joint and fretting and debris of the femoral head and stem. The stem, stem sleeve and adaptor sleeve have been added to the complaint.